Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with 2.5 diopters of cylinder one month following cataract surgery with intraoperative aberrometry. The surgeon reports he is unable to rotate the lens as the patient underwent a posterior capsulotomy without the surgeons knowledge. Additional information received; the plan moving forward is to undergo photo refractive keratectomy.

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).